Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a backup battery alarm and the system controller screen went blank. The controller was exchanged.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section e2: corrected. Manufacturer's investigation conclusion: the reported events of backup battery fault alarms and a blank screen were confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded (d4160859) for review that showed events spanning approximately 13 days (28mar2024 ¿ 09apr2024, 16apr2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test (internal error code f36) were active from 08apr2024 at 09:02:45 ¿ 09apr2024 at 12:08:35. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on 09apr2024 at 12:08:18 for a system controller exchange. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop. Upon connecting to the power module, a blank white screen was observed on the system controller. The liquid crystal display (lcd) screen was replaced with a test lcd screen and the controller functioned as intended. The controller was functionally tested and passed all testing without any issues or alarms activating. The backup battery load test was initiated during testing and a fault was not reproduced. Following testing a log file was reviewed and there were no events captured where the load test did not pass. The reported event of the blank screen was determined to be due to an issue with the lcd screen; however, a further root cause for the lcd damage and backup battery fault alarms could not be conclusively determined through this analysis. A corrective and preventative action investigation was opened to investigate backup battery fault alarms further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number:(B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.